Event description:
A cartridge alarm 20 was reported during the load process, and the customer waited until prompted to remove the used cartridge. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Although customer service confirmed the occurrence of cartridge alarms with consecutive cartridges, they were unable to replace the pump as it was out of warranty. A renewals task was created as the corrective action.